Event description:
The patient¿s attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced mesh perforation, organ perforation (perforation of organ), pain, erosion, extrusion, infection, unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, vaginal vault prolapse, enterocele (prolapse), adhesions, small bowel perforation, abdomen/feculent material discharge from drain, fascial dehiscence, abdomen abscess pocket, inflammation, fibrinous exudate material, defect in mesentery, stress urinary incontinence, cystocele, blood loss, and required nonsurgical and additional surgical interventions. Per additional information received, the patient has experienced stress urinary incontinence, cystocele, urinary tract infection, vaginal vault prolapse, urinary frequency, large enterocele, and underwent surgical interventions.